Manufacturer narrative:
The kit and data key were returned for analysis on 09/28/2015. The data indicated that a blood leak alarm occurred prior to the start of treatment, a sign that the customer was testing the leak sensor. The customer reduced the limit for the collect flow rate and then ended the treatment before completing cycle # 1. The returned hct cuvette was pressure tested to check for leaks and a leak was found at the joint between the tubing and the cuvette. The tubing was detached from its port and visually inspected. The inspection indicated that the solvent bond was not fully formed. The root cause for the leak is, most likely, due to a manufacturing assembly error during the tube bonding process. A corrective action has been initiated to study the effects of differing dip well depths to standardize the optimal depth for each component bonded during the manufacturing assembly process. There were no nonconformances noted for the mating parts. (B)(4).

Manufacturer narrative:
The initial medwatch stated that the kit would be returned for investigation. However, after multiple attempts were made to followup with the customer, no product was returned. If any product is returned in the future, an investigation will be performed at that time and a supplemental report will be filed. No product was received; therefore, it could not be determined if this specific product met specifications. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted through the CAPA/continuous improvement process. (B)(4). Device not returned fo manufacturer.

Event description:
The customer called to report blood leaking from the tubing that is connected to the hematocrit sensor. The customer noted the blood leak during buffy coat collection of the second cycle. The customer stated that they have aborted the procedure and did not return any of the blood products to the patient. The customer stated that there were no alarms prior to the leak. The customer stated that there were no alarms during prime. The customer stated that the patient was in stable condition. The customer stated that service was not required as they have cleaned up the instrument. The kit will be returned for evaluation.

Manufacturer narrative:
The system was used for treatment. A batch record review for kit lot c763 was conducted. There were no nonconformances associated with this lot. The lot met release requirements. The (B)(4) lot number was not provided, since it was not administered. However, a review of all (B)(4) lots manufactured since january 2013 was performed. No trends or nonconformances related to the complaint were noted. Trends were reviewed for complaint category, tubing leak. No trend was detected for this complaint category. No corrective and preventive action was initiated for this complaint category. This assessment is based on information available at the time of the investigation. The kit has yet to be received by the manufacturer. Once the kit has been received, an analysis of the kit will be performed and a supplemental report will be filed when the analysis is complete. (B)(4).